Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an abdominal wall hernia procedure. The shaft of the tacking device broke at the root. The device received a large load during the operation. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.